Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the powerport slim implantable port, chronoflex single-lumen, kit, 6f products that are cleared in the us. The pro code and 510k number for the powerport slim implantable port, chronoflex single-lumen, kit, 6f products is identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one implantable slim powerport was received for evaluation. Visual, microscopic and functional evaluations were performed. A complete diagonal break was noted on the distal end of the attached catheter and the distal catheter segment was not returned. The edges of the break were noted to be uneven and the surface appeared to be granular. Therefore, the investigation is confirmed for the identified fracture and material separation issues. However, the investigation is inconclusive for the reported suction issue as the exact circumstance at the time of the event reported was unknown. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 08/2024) . H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after the port system was implanted, blood return could not be confirmed. It was further reported that when the port body and the cath lock were changed, blood return could be confirmed. Reportedly, the port system was removed and replaced. There was no reported patient injury.